Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the pe valve is leaking. Additional malfunctions are the inlet filter is dirty and the zip ties were replaced.